Event description:
An epiq 7c ultrasound system displayed an error code (diag code 005) during heart surgery. The system was restarted, but the error occurred again. At that time the user exchanged the ultrasound system and was able to complete the surgery with no harm to the patient. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
An investigation to review the system logs was performed. According to the epiq 7c system logs, a circuit board is over voltage and needs to be replaced. The circuit board was replaced to resolve the issue.

Event description:
A customer reported that an epiq 7c ultrasound system showed an error (diagnostic code 005) twice during a tee procedure. A hardware test was run and failed. The power regulator, acquisition board, acquisition module and the circuit board were reseated, however the hardware test failed again. The customer provided the log files for failure analysis. No patient or user was harmed as a result of this issue.